Manufacturer narrative:
Patient medications include; eliquis, omeprazole, gabapentin, multivitamin, b-12, cholecalciferol, ferrous, lasix, vit d hydrocodone, tamsulosin, aspirin and losartan. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pla280300/14095663 (B)(4).

Event description:
In 2002, the patient underwent treatment of an abdominal aortic aneurysm with a medtronic aortic stent graft. On an unknown date follow-up diagnostic imaging revealed that the previously placed medtronic aortic stent graft had lost apposition to the vessel wall. On (B)(6) 2005, an additional procedure was performed, whereby a gore excluder aaa endoprosthesis aortic extender component was implanted for proximal extension on the previously implanted medtronic device. On (B)(6) 2015, follow-up CT images identified a proximal type I endoleak. It was reported the cause of the endoleak was due to disease progression resulting in a lack of circumferential device apposition on the right side of the aortic extender component. On (B)(6) 2015, an intervention was performed to treat the endoleak. First, aptus endostaples were used to tack the previously implanted aortic extender component to the aortic wall and an additional aortic extender component implanted for proximal extension. Two gore viabahn endoprostheses were successfully implanted into the renal arteries as part of a snorkel procedure. The patient tolerated the procedure. Final angiography showed good patency of both renal arteries, however, the endoleak persisted. The physician elected to conclude the procedure and will continue to monitor the endoleak. It was reported the proximal type I endoleak may resolve once the heparin wears off.